Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the sieve beds fitting was leaking. Additional malfunctions include the tie wraps were installed, the clamp was installed, and the rear door was missing.